Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction where the "battery discharge going into battery failure after 2 hours and biomed did not change out battery" was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries from user error. The main batteries were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery discharge going into battery failure after 2 hours and biomed did not change out battery. This condition had the potential to interrupt delivery. This occured in med surgery. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.